Manufacturer narrative:
Investigation summary: a device history record review showed no rejected inspections or quality issues during the production of the reported batch numbers 6336735, 7023864, and 7059938. Samples were returned for evaluation by our quality engineer team. Upon examination, no evidence of leakage or damage was observed on the returned samples. Investigation conclusion: lot: 6336735 - samples were received. The returned samples did not exhibit any evidence of leakage. The non-conformances were reviewed for this batch; there were no non-conformances which could potentially relate to this defect. The complaint is unconfirmed. The product was within specifications. The DHR and qn's were reviewed for this lot of posiflush and there were no defects recorded which could contribute to the failure mode recorded in this complaints. Lot: 7023864 - sample received for investigation. The returned samples did not exhibit any evidence of leakage. The non-conformances were reviewed for this batch; there were no non-conformances which could potentially relate to this defect. The complaint is unconfirmed. There were no reports of damaged or leaking syringes during the manufacture of this batch. The product was within specifications. The DHR and qn's were reviewed for this lot of posiflush and there were no defects recorded which could contribute to the failure mode recorded in the complaint. Lot: 7059938 - sample received for investigation. The returned samples did not exhibit any evidence of leakage. The non-conformances were reviewed for this batch; there were no non-conformances which could potentially relate to this defect. The complaint is unconfirmed. There were no reports of damaged or leaking syringes during the manufacture of this batch. The product was within specifications. The DHR and qn's were reviewed for this lot of posiflush and there were no defects recorded which could contribute to the failure mode recorded in the complaint. Root cause description: product is within specifications. An absolute root cause for this incident cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Three potential lot numbers were provided for this incident. The information for each lot number is as follows: medical device lot #: 6336735, medical device expiration date: 11/30/2019, device manufacture date: 12/01/2016. Medical device lot #: 7023864, medical device expiration date: 12/31/2019, device manufacture date: 01/23/2017. Medical device lot #: 7059938, medical device expiration date: 01/31/2020, device manufacture date: 02/28/2017. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that saline leaked through the bottom of a bd posiflush¿ xs 10 ml pre-filled flush syringe nacl 0.9% during use. There was no report of injury or medical intervention.